Event description:
The user received possibly 100-200 results of zero and less than zero on seven different assays. Magnesium, glucose, bun, bicarbonate, albumin and total protein could be considered discrepant. None of the erroneous results were reported. No specific data could be provided. The user stated the samples were repeated on another analyzer. All results were within reportable range and reported out. Reportable ranges are as follows: magnesium 0.07-4.86, glucose 2-750 mg per dl, bicarbonate 1.5-50 mmol per l, albumin 1.0-7.0 g per dl, total protein 0.2-15 g per dl, bun 5-400 mg per dl.

Manufacturer narrative:
The field service rep determined there was a problem with the sample probe and found foreign debris on the end of the probe. He replaced the probe and aligned it both horizontally and vertically. He performed precision and qc to verify the analyzer performance with good recovery.